Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, wound dehiscence, exposure, drainage, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, "t point dehiscence", "exposure of the breast implant", "discharge", and "fat necrosis".

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Healthcare professional additionally reported "t point dehiscence", "t point has dehisced to the point of exposure of the breast implant", "discharge from that t point wound", and "fat necrosis just posterior to the breast scar itself, which is likely a contributing factor for the dehiscence." Device has been explanted.